Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6) batch: 7130129. Product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6) batch: 7124599. Product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6) batch: 7129878. Product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6) batch: 7130118.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure to remove the implantable pulse generator (ipg) and extensions due to erosion. The devices will not be returned as they were kept by the medical facility. The patient was doing well postoperatively.